Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due poor communication caused by a failure in the charged coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that the procedure was completed using a similar device.

Event description:
The customer reported to olympus, the hd autoclavable camera head button display was displayed, but there was no image. The issue was found during inspection for use for a therapeutic procedure and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the video connector contact had corrosion and the scope mount had deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.